Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 540 mg/dl at the time of the event. The customer went down to 40mg/dl but was on injection in the emergency room. The hyperglycemia was treated with hospitalization. Troubleshooting was partially performed and later declined. The customer spoke with a lawyer. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: customer reported that she was in the hospital because sensor glucose was 200mg/dl but blood glucose was 540mg/dl. She said an ambulance took her to the hospital for the high blood glucose. At the emergency room, she was given manual injection that cause her to go low to 40mg/dl. Incident date is december 12, 2023. Customer was not hospitalized. Customer did not speak with a lawyer but said she would if her pump was not replaced. Pump was used at the time of the high. Sensor was used at the time of the high. Per customer, auto mode was used at the time of the high. Pump, sensor, and auto mode were not used at the time of the low - the low was caused by the manual injection given by the hospital..

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6( hecc,heic) with this report.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/10/2023, 01/03/2024 and 02/16/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 21-aug-2022 and 12-dec-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 21-aug-2022 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm was expected since the battery was removed for more than 10 minutes. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected (see attached file for more details). The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap with a broken 1 heat stake post. The original battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a partially broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs/low bgs. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.